Event description:
Dr. Was performing an acl repair w/ lateral meniscus repair and the tip of the cannula broke off in patient knee. This was not realized until later and patient needed to be brought back to remove tip of cannula from knee. Patient had to be re-opened to remove broken tip in 4 days later. No other patient complication arose.